Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). This report is for (band aid brand kizu power pad large ap 4901730021913). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the consumer fell down and got injured on her knee on (B)(6) 2018. Consumer had visited hospital for the treatment and the wound was sutured with stones inside of the skin. Consequently, a scab formed inside of the wound and the wound did not heal. So, she shaved the part of scab and applied (kpp) to the scar of it (use period of the product was unspecified). After that, the kpp was not taken off, and she visited a hospital on (B)(6) 2018. In the evening on (B)(6) 2018, consumer visited a hospital again for treatment of the wound. Although a medical pad (unspecified product name) was applied to the wound, consumer took it off and replaced it with kpp by herself as she got a skin rash immediately. The consumer had tried to replace the kpp with a new one at bath time at night, one adhesive layer of kpp could be removed but another layer attached to the skin remained without removing. Consumer had, visited emergency department and about 1 cm × 3 mm of kpp was taken off, the round central part remained. The physician advised the consumer to visit a plastic surgeon in 2 weeks.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson &; johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 9, 2017. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.